Event description:
Additional information received reported that the patient programmer had displayed the low battery symbol within 48 hours of implant. Following the replacement the patient outcome was great, and the patient was now doing well.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown, programmer model 3037, serial #(B)(4).

Event description:
Additional information reported indicated that the patient had their implantable neurostimulator replaced on (B)(6)-2011. Impedance testing on the neurostimulator showed no short circuits. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed programming had altered the device serial number. The device encountered an unknown power on reset (por) sometime after leaving the manufacturing site. Subsequently an incorrect model and serial number were programmed into the device with an 8840 programmer, causing the device to display a low battery "thinking" it was an external neurostimulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient's programmer displayed a low battery symbol. The patient had been implanted with the implantable n eurostimulator on 2011-(B)(6). At that time no programming issues were reported and impedances were normal. The patient will be scheduled for implantable neurostimulator replacement in the near future. Additional information has been requested, but was not avai lable as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.